Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed the device could not be interrogated in the laboratory setting. A memory download could not be performed. Pacing outputs and magnet rate were confirmed to be normal. The device case was opened to facilitate inspection and testing of the internal components. Connections and capacitor tolerance in the telemetry coil were confirmed to be good. The telemetry coil was removed and replaced with an external telemetry coil. Now the device could be interrogated. The original telemetry coil was re-tested and all values were normal. The root cause of the issue was unable to be determined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker could not be interrogated at follow-up. Several attempts were made to interrogate the device but were unsuccessful. The pacemaker was confirmed parallel with the patient's skin and in a good plane for interrogation via wand. Device therapy was confirmed with magnet application resulting in pacing at 100 ppm with capture as expected. It was noted that the device was last checked approximately 1 year prior with no anomalies reported. Unable to resolve the issue, the physician elected to explant and replace the device. Following explant the device remained unable to be interrogated. No adverse patient effects were reported.